Manufacturer narrative:
The device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a c5 had a loose contact on the control panel during priming. There was no patient involvement.

Manufacturer narrative:
In the previously filed report, submitted may 18, 2018, the incorrect date was entered into the date received by manufacturer field. The correct date is march 30, 2018.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty power switch on the system panel. A new system panel was installed and subsequent functional verification testing was completed without further issues. The unit was returned to service. A specific root cause for the power switch failure could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.